Manufacturer narrative:
Final analysis found the helix was in a retracted position and was clogged with dried body fluid/tissue. Normal lead impedance was measured when the helix was in the extended position.

Event description:
It was reported that the patient experienced exit block. The lead exhibited a sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.